Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a frayed pitch cable at the proximal clevis hub. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument is defective. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue involved an instrument with unknown cautery functionality; however, there was no evidence of arcing, smoking, sparking, energy loss, or thermal damage. Broken/damaged cables were noted; however, the conductor wire (black) and the grip/pitch cable (silver) were confirmed to be intact. The instrument tip condition regarding material detachment could not be fully confirmed, though the tip was observed to be bent or misaligned. It remains unknown whether non-intuitive or uncontrolled motion occurred. The procedure was successfully completed using the same or a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.